Event description:
During surgery, the distal screws wouldn't engage with the plate. The surgery was extended approximately 2 hours due to the issue.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the info provided, as the part and lot numbers required to review the device history records was not provided. Provided info states the near cortex was captured but the far cortex was never engaging. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.